Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.